Event description:
A journal article was reviewed which contained information regarding these leads. It was reported an erosion occurred. It was noted that during the procedure to explant the leads the patient died.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A follow up request has been sent to the article author. The date of death is unknown and is an estimate based on the article publication date. Referenced article: incidence, management, and outcomes of the arteriovenous fistula complicating transvenous lead extraction. Heart rhythm. (B)(4).